Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of new software release detected from the insulin pump. The customer's blood glucose reading was 124 mg/dl. The customer stated that the alarm happened during normal use. The customer was advised to clear the battery out limit alarm. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump was received with an e22/a32 error loop during boot up. Unable to perform the displacement test or verify battery out limit alarm due to e22/a32 alarm; fault isolated to the mother board. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and cracked belt clip slot.